Event description:
Information was received from the physician that indicated approximately six months after the index procedure the patient was admitted with recurrent chest pain. Coronary angiography revealed that there are stents seen in the proximal and mid right coronary artery. There is a high-grade mid right coronary artery lesion within the stents and some mild luminal irregularities distally. The restenosis was within a previously implanted 3.5 x 33 mm cypher drug-eluting stent. Of interest, it appeared that the stent struts had separated slightly at an articulation point in the artery, creating a gap within the stented segment. Just upstream from the 3.5 x 33mm stent, a second 3.5 x 18 mm stent had been utilized, and at the overlapped segment between these two stents there was another area of strut separation. There was at most 10% renarrowing at this site. A 3.5 x 13mm cypher drug-eluting stent was used to bridge the gap in the originally implanted stent. The stent was deployed at 20 atmospheres for 30 seconds with an excellent anqiographic result and good run off into the distal vessel at the end of the procedure. The patient tolerated the procedure well. The cause of the in-stent restenosis was strut separation.

Event description:
The information received indicated that the patient had two cypher stents implanted for unspecified reasons in an unspecified coronary artery. He reported that six months after the index procedure, he needed "re-stenting" of an unspecified coronary artery.

Manufacturer narrative:
This device is one of two products used in the same patient and reported under MFR report 3003742446-2010-00358 and 3003742446-2010-00359. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 3003742446-2010-00358. The exact date of the event is not known, but it did occur in the month of (B)(6) 2006. The exact implant date is not known, but the device was implanted in the month of (B)(6) 2006. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The patient indicated that he had a 3.5 x 18mm cypher stent (lot 40206497) and a cypher lot 51105626 (this lot number does not corresponds to a cypher stent, the physician indicated that the stent was a 3.5 x 33mm cypher). The target lesion for both stents was the mid right coronary artery (rca) (the physician indicated it was the proximal and mid rca). The stents collapsed. Not known if it was a restenosis or thrombosis (the physician indicated there was restenosis). A 3rd cypher (lot a0806098) was implanted to treat the collapsed stents in the mid rca. Information was received from the physician that indicated approximately 8 months after the index procedure revealed that the patient, who has had stents in his right coronary artery a couple of times, was admitted with recurrent angina. Angiography revealed that there are stents in the proximal and mid right coronary artery that are the largest portion of the right coronary artery, with step-off distal to the stent, but no high-grade lesions in the right coronary artery. There is a mild hazy area in the mid stented area in the right coronary artery that is unchanged from the post intervention pictures previously. Once again, there are no high-grade right coronary artery lesions, except for that posterolateral branch that is occluded and fills via left-to-right collaterals. The physician indicated that he will optimize the medical therapy and the patient may be having angina from his posterolateral branch. It is too small and he could not find the stub to try and open it up percutaneously.

Manufacturer narrative:
Regarding the index procedure, a 3.5 x 18mm cypher and a 3.5 x 33mm cypher stents were implanted in the proximal and mid rca. The 3rd cypher stent implanted was a 3.5 x 13mm stent in the proximal rca. The patient was admitted to the index procedure with coronary artery disease and angina. There was no acute myocardial infarction or acute coronary syndrome. The target vessel was 3.8 - 4.0mm in diameter. The lesion was restenotic and mildly angulated. The stent to vessel sizing was 1:1. There was no possibility of dissection. There was no distal disease left untreated. Healthy to healthy tissue was covered by the stent. The stent was post-dilated. The residual stenosis was 0%. The cause of the in-stent restenosis was strut separation. This device is one of two products used in the same patient and reported under MFR reports 3003742446-2010-00358 and 3003742446-2010-00359. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
Information was received via (B)(6), that a patient called for information and reported he required re-tenting of a coronary artery. With additional follow-up investigation it was reported that (B)(6) months after implantation of two cyphers to treat a mid right coronary artery (rca) lesion restenosis was observed within the 3.5x33 mm cypher. Additionally, there appeared to be a fracture of the more distal 35x33 mm cypher as well as at the area overlapping the more proximal 3.5x18 stent. There was at most a 10% narrowing at the area of overlap. This area was not treated. An additional 3.5x13 mm cypher was used to bridge the gap in the more distal 3.5x33 mm cypher. The stent was deployed at 20 atms for 30 seconds. This is above the rated burst which the instructions for use outlines should not be exceeded. There was excellent angiographic result and good runoff. The stents in the rca were patent without change in appearance with angiography two months later. At index procedure the target lesion was the proximal to mid rca. There was mild angulation, no dissection, and no distal disease left untreated. The post index procedure stenosis was 0%. Requested procedural cds have not been received. The stent remain implanted and therefore is not available for analysis. The lot number is not known; therefore a device history record review cannot be completed. Stent fractures and restenosis are known potential events associated with coronary artery stenting as listed in the instructions for use. Possible factors contributing to stent fractures are long lesions with overlapping stents, coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. Typically the right coronary artery (rca) has more motion than other coronary arteries. Longer and overlapping stents often straighten out the vessel and may be subjected to more force and bending movements because of this straightening action. The mechanism of restenosis after stent fracture may be related to loss of the mechanical scaffolding of the stent as well as to intimal hyperplasia at the site of vessel wall injury. Based on the available clinical/procedural information it is not possible to draw a definitive conclusion; however, vessel and lesion characteristics may have contributed. With review of the available information there is no indication of any manufacturing issues related to the events. Therefore, no corrective actions will be taken at this time. This device is one of two products used in the same patient and reported under MFR report 3003742446-2010-00358 and 3003742446-2010-00359.